Event description:
A 28 mm diameter x 16 mm diameter x 13.5 cm length aneurx bifurcated stent graft was inserted into a patient for endovascular treatment of an abdominal aortic aneurysm in 2002. Aneurysm morphology is unknown. Vessel morphology was reported to be non-tortuous and non-calcified. It was reported that a 22 french sheath was used. The physician began to deploy the stent graft by turning the reusable deployment handle. On the 7th turn the physician stopped deployment due to resistance and the sheath would not retract. The physician did not want to stress the device; therefore, the device was removed from the patient and another device of the same size was successfully deployed using the same reusable deployment handle. It was reported the physician attempted to deploy the stent graft outside of the patient. The stent graft would not deploy and the pressure applied to the reusable deployment handle caused the gears to "skip". No clinical sequelae were reported, and the patient is reported to be fine.